Event description:
The customer reported via phone call that they had a motor error alarm while attempting to fill cannula. The customer's blood glucose was 174 mg/dl. The customer also reported a motor position encoder error alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.